Manufacturer narrative:
Complaint evaluation: the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to faulty external paddles. Customer resolution and conclusion: based on the conclusion of the evaluation, it was determined that this was a malfunction of the external paddles. The customer was advised to replace the external paddles to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the cable to the external paddles was torn.

Event description:
It was reported to philips that the customer was not able to use external paddles. There was no patient involvement.